Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in tubing) during therapy two days prior and the home patient (hp) was calling for help. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.